Event description:
It was reported that a flogard infusion pump's battery would not charge. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated on-site by a field service technician. The problem was confirmed as a battery low alarm. The cause was determined to be a defective main battery. The main battery was replaced to correct the reported condition. The device was restored to good working condition.